Event description:
It was reported that this pump was a ¿bummer¿ (unsuccessful) pump. This pump had lasted less than three years. It was not provided what medication this device system delivered at that time. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot# l56459, implanted: 1999-(B)(6), product type catheter. (B)(4).